Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 380 mg/dl. Reportedly the customer gave a bolus they did not need. Customer drank juice to address bg. At the ER customer was treated with manual injection and a sandwich to address bg. Customer was discharged 7 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.